Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead helix upon fixture was unable to be retracted and appeared to be damaged. The physician attempted to reposition the rv lead as the initial insertion position was suboptimal. The rv lead was capped and replaced on 6 feb 2024. The patient was in stable condition.